Event description:
Information received indicates the brake casters are not holding at the head of the stretcher.

Manufacturer narrative:
The technician found one rocker arm broken at the head of the bed. The technician replaced the rocker arm to repair the stretcher.